Event description:
During testing at the user facility, it was noted that there was a broken wire in the device ac power cord. The device was returned to the biomedical dept with a note that indicated that there was a broken lockout switch. No tracking info was provided, therefore, specific pt info, pump programming or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.